Event description:
Customer reported believing her locked freestyle meter was not reading accurately because she was feeling "low" but the meter was reading "higher" than what she expected. She reported symptoms including: " feeling nervous, dizzy and shaky". She ate peanut butter and graham crackers to ameliorate her symptoms. The meter was returned and an investigation determined it had exhibited the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confimred to exhibit the memory overwrite malfunction. Customers and retailers have been informed.